Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient had a pocket revision on (B)(6). The manufacturer representative (rep) reported they received a text from the patient stating they had 104 temperature. It was reported they had an increase in the size of their pocket where the battery was. Patient stated they were on their way to the emergency room. Contributing factors to the reported event were unknown. No diagnostics or troubleshooting had yet been performed. Actions/interventions and resolution to the reported event were also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had pain at the ins battery site and was poking on the skin. It was also noted that the ins battery had flipped. The patient went to the clinic and stated they had a seroma. As a patient factor that may have led to the issue, the patient stated that they sat down at home after the procedure and heard a ¿pop noise¿. No troubleshooting or diagnostics were performed. The patient was then scheduled for a pocket revision procedure. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Device registration had been following up with a rep for device record information and the rep replied to device registration on (B)(4) 2018 that the system was removed due to infection on (B)(6) 2018, that the patient had everything removed because of an infection. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the ins flipping issue had been resolved; the hcp stated it just happened, and likely was due to patient was overweight; cause was not determined. The increase in the size of the ins pocket was found to be random and the device was removed. The patient's fever resolved. No further complications were reported or are anticipated.